Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to preudotumor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The type of this complaint is revision due to pseudotumor. Primary surgery for oa took place on (B)(6) in 2011. Recently the patient had felt uncomfortable with her groin. The surgeons found her whole left leg swollen. They also found a longitudinal tumor-like tissue anterior to the joint by MRI. Therefore revision took place on (B)(6) in 2015. The surgeons replaced the metal insert, the head(36mm) and the stem(18x12x135) with a polyethylene liner(28mm), a ceramic head(28mm+3), and the stem(18x12x36) respectively. They found the articular capsule slightly discolored. Black substances were found in the head and the stem taper. There seemed to be no abnormality on the metal insert. They also found an aperture anterior to the joint and suspected there had been a tumor-like tissue full with liquid and it tore during the surgery then the liquid flowed in the joint and was suctioned. The surgeon suspected armd caused by wears of the mom sliding surface and head-taper junction might be a reason of this symptom. The surgery was completed without any delay. No swell in the patient¿s leg is found after the surgery and she is now under observation. Conclusion and justification status: following investigation by tribology and bioengineering, it was concluded that it was not possible to identify the root cause of the need for revision, and that from the information reviewed, it is unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.